Event description:
During a colon resection procedure, the surgeon was cut by the pushers as he was holding the distal end of the stapler with his fingers while firing the instrument. No medical intervention was required.